Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer technical support assisted by providing pump reset information. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.